Event description:
Numbness\tingling\burning in feet and arms. No balance\shaking\no strength\trouble speaking, depression, neuropathy, anaemia\leg cramps. Can't walk for any distance "milow" sheath loss copper deficiency. Tests were done numerous times by multiple doctors for the listed problems and could not find cause. As of todays date I am still getting treated with many different medication. Around 1998 or so, I began experiencing numbness in my one foot then in the other. The numbness started going up my legs, and it scared the crap out of me. I would think that I was going to end up in a wheelchair and I could not stand the thought of doing that. I have no strength in my hands and arms as they go numb, they shake and I cannot hold anything steady as well as I drop things a lot. Milow sheath is no longer there and the nerves are exposed. The neuropathy, no balance, cannot stand straight, cramps. Here lately I have gotten to where I cant talk any more I stutter and I cant seem to get my words out and in the middle of a sentence I go blank and forget completely what I was saying. Dose or amount: denture cream, frequency: daily 3-4 times, route: oral. Dates of use: 1979 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.